Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility. No device malfunction was suspected.